Event description:
It was reported that the ilet displayed repeated alert 38, indicating consecutive stalled motor errors, persisted despite multiple restarts, and occurred while the device was charged and worn, with possible mechanical stress from trampoline activity on the day of elevated glucose and missed meal announcements. Symptoms included hyperglycemia with values exceeding 400 and ketone results between trace and small, without acute complications. Outcomes included prolonged hyperglycemia for approximately eight hours without hospitalization or professional intervention, and use of back-up subcutaneous insulin pens for ongoing diabetes management outside this event. Investigation included remote troubleshooting, use review, and replacement of the ilet. Investigation of the returned device revealed a suspected device motor stall consistent with a pump mechanical malfunction, with no evidence of patient injury and with contributing use conditions of high carbohydrate intake and unannounced meals. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation with a possible device mechanical failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.